Event description:
Additional information indicated a revision procedure was performed and the rv lead was explanted. This device remains implanted with no further complications.

Event description:
Boston scientific received information that this pacemaker displayed pacing impedance measurements in the 300 ohms range; however, the pacing impedance measurements were 940 ohms at the implant procedure. The field representative tested in both bipolar and unipolar while performing isometrics and pocket manipulation and the measurements remained in the 300 ohms range. Threshold and sensing measurements were normal and no noise was present. Technical services (ts) discussed the out of range measurements and indicated this could be a lead integrity issue. A lead safety switch issue was present on the rv lead. It was noted the patient is only paced in the ventricle three percent. The patient indicated she had developed hemothorax after the implant procedure and was hospitalized. One pacing impedance measurement of 1040 ohms was also noted. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, the physician will continue to monitor the patient. If additional information is received, this report will be updated.

Event description:
Additional information indicated a second safety switch occurred. The patient indicated they were hospitalized for dizziness and the device was checked. An acute rise in threshold measurements was noted. The rv lead also had safety switched to unipolar. The daily measurements were reviewed and no impedance measurements greater than 2000 ohms were seen and all measurements were within normal limits. The lead configuration was reset to bipolar. A technical services (ts) consultant was contacted regarding this issue and indicated that a lead safety switch will occur if any daily measurements are less than 100 ohms and greater than 2500 ohms. The field representative suspected the issues were related to the patient's medications or lead-tip interference issues. Ts explained that daily measurements are weekly averages; therefore, when an out of range measurement will get averaged in and may not be able to see on the daily measurements when this occurs.